Event description:
It was reported that during a latarjet surgery, it was noticed that the straight cut rasp released metal shavings when using it, that remains inside the joint and delays the surgical time, since it was necessary to remove them. The procedure had been completed, after a non-significant delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found what appears to be metal shavings. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force to the device or sterilization techniques. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Updated results of investigation: the reported device was not returned to the designated complaint unit for independent evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Two intraoperative photos were provided for review and confirm the reported shavings. Based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent device malfunction. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a latarjet surgery, it was noticed that the straight cut rasp released metal shavings when used. This resulted in a short procedural delay while the surgeon removed the debris. The procedure had been completed, after a non-significant delay, using the same device. No injury was reported as a consequence of this issue.